Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed off no power. It was stated that the customer used a brand new battery. Alarm occurred less than 24 hours from a low battery. The battery cap is not ok; it is not possible to turn on the insulin pump. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. However, the insulin pump has broken battery tube threads, reservoir tube lip and minor scratched display window.